Event description:
It was reported that diagnostic imaging showed externalized conductors during pre-op for device replacement due to eri. No electrical anomalies were detected. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion were noted at 11.3-13.9cm from the distal tip. The etfe coating was intact at this location.